Event description:
During service by baxter, the infusion pump's channel b was found to contain a defective pumphead module keypad (no keys were working). According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available. The pump is an unremediated colleague infusion pump with uim master software version 5.03.00.

Manufacturer narrative:
Evaluation summary: the condition of a defective keypad on the channel b pumphead module (no keys were working) which was found during product evaluation was confirmed. The defective channel b pumphead module keypad was replaced to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated under CAPA.